Event description:
Surgeon was removing a gamma nail and was unable to remove due to the set screw being stuck in nail. The surgeon was unable to disengage the set screw. This is the first time in 30 years that he has not been able to remove hardware and he is searching for a solution.

Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If the device or relevant information becomes available, it will be submitted on a supplemental report.